Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via the submitted log file. The heartmate ii system controller (serial number (B)(6) was not returned; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 23 days (23jun2021 ¿ 16jul2021 per the timestamp). The fixed speed was set to 9400 rpm and the low speed limit was set to 8800 rpm. The log file captured intermittent atypical power cable disconnect alarms and low voltage alarms active on 16jul2021 while connected to battery power due to the rsoc voltage in the black and white power cable dropping to approximately 0 volts. The alarms resolved themselves once the rsoc voltage was restored to its expected value. Additionally, the log file captured an atypical power cable disconnect alarm while connected to the mobile power unit on 16jul2021 from 10:08:06 to 10:18:55 due to the rsoc voltage in the white power cable dropping to 0 volts. The alarm resolved itself once the rsoc voltage in the white power cable was restored to its expected value. Provided information stated that the serial number of the exchanged controller is (B)(6) and that no products will be returned. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2017. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage advisory/hazard, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated after cleaning batteries and clips they had power cable disconnects alarms. It did not connect when moving about. The patient was given new battery clips and the issue continued to happen. The log file captured some low voltage and power cable disconnects that were not associated with power source changes. There were some odd voltages and long strings of power cable disconnects when using battery power that were captured on 16jul2021. The controller was exchanged and the alarms resolved.